Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the photo and video showed leakage from the pre-blood pump line - post pump. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "plasma separator" and line of a prismaflex tpe2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.